Event description:
A customer reported an inoperative handpiece was noted during surgery. The surgeon completed the procedure manually. Additional information, provided by the company service representative, indicated the surgeon completed the procedure by performing an extracapsular cataract extraction (ecce). There was no patient harm or injury reported.

Manufacturer narrative:
The company representative examined the system and the handpiece. When the handpiece was inserted into the front panel port of the system, the company representative noted that the system did not recognize the handpiece, and that the handpiece required replacement. The system was then tested and met all product specifications. A root cause has not been determined. (B)(4).